Event description:
Boston scientific crm (bsc) received information from a health care provider (hcp) that the right ventricular (rv) lead displayed an increased shock impedance measurement greater than 125 ohms. This product was adapted to function as df-1 as a shocking coil. The shock impedance measurement from the patient¿s clinical follow-up was within acceptable limits. Technical services was consulted and discussed that the alert was from approximately five months prior and triggered as it was the first device data download to the remote monitoring system. At that time, the hcp elected to continue to monitor the patient. There were no reports of adverse patient effects, and the product remained implanted and in service. Additional information was received that the rv lead displayed an increased shock impedance measurement with a newly implanted device. The physician believed that one of the epicardial shocking leads was fractured. The device was programmed off and the patient was wearing a therapeutic life vest while next steps were being determined.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.